Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ tip disposable syringe plunger was difficult to move while in the patient's vein. The following information was provided by the initial reporter: "the plunger sticks when filled and they are sure they are in the vein but they feel resistance on the plunger as if they weren't in the vein. This situation is very unpleasant because we have to insert another i.v to the patient unnecessarily."